Event description:
Patient suffered a fx of their left femoral head that was repaired with a plate and screw implant. Subsequent to the repair she fell at home. Non-union with a broken lag screw were identified. Screw and other hardware were subsequently removed. A smith & nephew #12, +4 neck, 46 mm unipolar head were implanted.